Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the patient 3mensio report revealed the access vessels had the presence of severe calcification and undersized minimum luminal diameter (mld). Review of the device photographs revealed the sheath liner was torn and the valve was exposed through the sheath. The sheath shaft appeared curved, which indicated a tortuous access vessel. Multiple bent struts were observed at the inflow and outflow side of the valve. Three struts appeared to be bent outward at the inflow side of the partially expanded valve. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints based on the complaint codes. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the provided imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'significant resistance was then encountered during the advancement of a 26mm sapien 3 ultra valve and delivery system through the sheath. Rotaglide was used and additional force was applied to the ds in the attempt to advance the valve' and 'due to the additional force applied, the sheath liner was split and the valve was damaged'. Additionally, per imagery, the patient's access vessels had presence of severe calcification, tortuosity, and undersized access vessel. The presence of calcification, tortuosity and undersized access vessel can create a challenging pathway during delivery system advancement. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. In this case, it is possible that the valve strut caught within the sheath during the delivery system advancement and retrieval. So, if excessive force was applied to overcome the resistance, it could result in the valve strut tear through the sheath liner and bent the valve strut. These patients and/or procedural condition, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. Although a definite root cause was not able to be determined, available information suggests that patient factors (calcification / tortuosity / undersized access vessel), in addition to procedural factors (excessive device manipulation) may have contributed to the valve frame damage. The procedural factors (excessive device manipulation, force) may have also contributed to the iliac artery injury and subsequent patient death. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a tf tavr, difficulty was encountered during the insertion of a 14fr esheath. Significant resistance was then encountered during the advancement of a 26mm sapien 3 ultra valve and commander delivery system through the esheath. Rotaglide was used and additional force was applied to the delivery system in an attempt to advance the valve. During the procedure, fluoro was focused on the heart and the imagery did not pan down to the access site during the device advancement, so the vascular injury was not observed. Due to the additional force applied, the sheath liner was split and the valve was damaged. During the procedure, the force used resulted in a major injury to the iliac artery. The patient expired during in the procedure. The valve was not deployed.